Event description:
It was reported that a data error alert 4 occurred after the pump's ship date. The customer's blood glucose level was measured at 11.0, which is within the normal range. Technical support informed the customer that some history logs might have been erased but assured that insulin therapy was unaffected. The customer acknowledged this information and decided to continue using the pump for their therapy.